Manufacturer narrative:
H3, h6: the cori console p/n rob10024, sn (B)(6) used in treatment was returned. A visual inspection and functional evaluation was performed and did not confirm the reported complaint. The software files were downloaded from the device and provided for investigation. The log files do not indicate any system or software issue related to the reported complaint. The screenshots were reviewed with a clinical account representative. The screenshots did not capture the bur in relation to the tibia in the bur all or the visualize cut screens. Therefore, the reported complaint could not be confirmed. However, tracker movement is a possible contributing factor to the described inaccuracy of the virtual knee model¿s position in relation to the physical knee. The checkpoints were redefined after having registered the knee, just prior to the initial cut. Redefinition of checkpoints should only occur if the user is confident that nothing has moved. If a tracker has moved and the checkpoint is redefined, the registration steps must be re-done to realign the image in the system with the physical knee. In addition, the hip center calculation was above the error threshold (2.4). This cannot be ruled out as a contributing factor. Per the cori user's manual, checkpoints are referenced to determine if either tracker has moved. If there is concern that a tracker has moved, confirm that the trackers are in the position recorded previously by verifying checkpoints. The user manual also provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This situation is captured in the risk assessment released at the time of the complaint. Based on the investigation, no containment or corrective actions are recommended at this time.

Event description:
It was reported that during a cori tka procedure, when in the middle of milling the tibia, the doctor felt that the bur was not in the correct space in relation to the screen. On the screen it showed the bur on the lateral plateau, where clinically the doctor mentioned that the bur was actually further lateral and close to soft tissue. He also felt that the bur was taking too much bone. Because he did not trust the bur, they moved to navigating a tibial cut block with the visualization tool. The screen showed that there was an additional 4.6 or so degrees of slope. Putting a total of approximately 8 degrees of slope in the cut. He did not trust this slope either. They used a manual angel wing to verify what his cut was going to be. The patient was not harmed during the case and it was completed using the cori. They also verified and confirmed there was no movement to the trackers.